Manufacturer narrative:
(B)(4). Date sent: 5/26/2023. Batch # 229c67. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with a dent on the proximal nozzle and with a gst60g reload present. The reload was received partially fired 1/2. No conclusion could be reached as to what may have caused the nozzle to be damaged. The device was tested for functionality in the straight position with the returned reload and achieved the remainder of the firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The device opened and closed without any difficulties noted. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 229c67, and no non-conformances were identified.

Event description:
It was reported that during a sigmoid colectomy procedure that the stapler only fired halfway through the firing sequence when the device ¿died¿. Device was in an articulated position. Reverse was attempted but would not function so manual override was used to complete the firing sequence. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4), date sent: 9/28/2023. D4: batch # 229c67. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with a dent on the proximal nozzle and with a gst60g reload present. The reload was received partially fired 1/2. No conclusion could be reached as to what may have caused the nozzle to be damaged. The device was tested for functionality in the straight position with the returned reload and achieved the remainder of the firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The device opened and closed without any difficulties noted. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused of the reported event a manufacturing record evaluation was performed for the finished device batch number 229c67, and no non-conformances were identified.